Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she had done blood glucose testing and got a result of 209 mg/dl. She retested, within minutes, and got a result of 104 and 102 mg/dl. She reported that she had been having headaches, and had been under extreme stress. A control solution test was in range, 95-143 (126). During a follow up call, the rptr stated that she had a lab to hcp meter comparison done since her initial report, and that her meter result of 113 mg/dl was higher than the lab's 82 mg/dl. No further details of the comparison test were reported.